Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed the door not fully latched messages which were caused by a loose upper link. The link screws were replaced.

Event description:
It was reported that a device alarmed for a repeated door error. It was reported that there was no pt involvement.